Event description:
During a coronary artery bypass operation, the surgeon was using the cautery pencil. When he activated the pencil, which was touching a lap sponge, a flame occurred. All equipment, bovie unit, and pencil were removed from service. No injury to pt occurred. Equipment was sent to be checked for an evaluation.